Manufacturer narrative:
A stryker service representative evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. The customer provided stryker with the available patient information. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device failed to detect a shockable rhythm. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.